Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 31jul2020 in the b.5. Field. No further follow-up is planned. Evaluation summary : a female patient reported that, in (B)(6) 2020, her humapen savvio device "got impaired as the screw was heavy on pressing sometimes when click on it move fast as the insulin not released and it released incomplete doses." The patient experienced increased blood glucose in (B)(6) 2020. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. The core instructions for use also state if any of the parts of your humapen savvio device appear broken or damaged, do not use. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a 59-year-old (at the time of initial report) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from a cartridge, via unknown device, with unknown dose and frequency, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2005 (15 years ago- as reported). Since an unknown date in 2014 (six years ago- as reported) she started to administer human insulin mix 70/30 via a reusable humapen savvio graphite device. Since an unknown date approximately in (B)(6) 2020 (from two months-as reported) the humapen savvio graphite pen got impaired as the screw was heavy on pressing sometimes when click on it move fast as the insulin not released and it released incomplete doses (suspicion of inaccurate dose) (product complaint (B)(4), lot number unknown). She had been using this humapen savvio graphite from six years. Approximately since (B)(6) 2020 (15 days ago) she had been suffering from high blood glucose level as when she measured it was 650 mg/dl and xerostomia for 15 days now although she took all her medications as per the reported information. The event of blood glucose increased to 650 mg/dl was considered as serious by company due to its medically significance. Information regarding corrective treatment was not provided. Outcome of the event incorrect dose administered was unknown while outcome of the events blood glucose increased and xerostomia was not recovered. Status of human insulin mix 70/30 therapy was ongoing. The patient was the operator of the reusable humapen savvio graphite device and her training status was not provided. The general reusable humapen savvio graphite device model duration of use was not provided and suspect reusable humapen savvio graphite device duration of use was approximately six years as it was started somewhere in 2014. The troubleshooting of the humapen savvio graphite device was not done because the she had humapen savvio graphite device from six years. The status of suspect reusable humapen savvio graphite device was unknown and was not returned to the manufacturer. The initial reporting consumer did not consider the events related to human insulin mix 70/30 drug but considered the events related to humapen savvio graphite device. Edit 24jul2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 31jul2020: additional information received on 31jul2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen savvio (graphite) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) year-old (at the time of initial report) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from a cartridge, via unknown device, with unknown dose and frequency, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2005 (15 years ago- as reported). Since an unknown date in 2014 (six years ago- as reported) she started to administer human insulin mix 70/30 via a reusable humapen savvio graphite device. Since an unknown date approximately in (B)(6) 2020 (from two months-as reported) the humapen savvio graphite pen got impaired as the screw was heavy on pressing sometimes when click on it move fast as the insulin not released and it released incomplete doses (suspicion of inaccurate dose) (product complaint (B)(4), lot number unknown). She had been using this humapen savvio graphite from six years. Approximately since (B)(6) 2020 (15 days ago) she had been suffering from high blood glucose level as when she measured it was 650 mg/dl and xerostomia for 15 days now although she took all her medications as per the reported information. The event of blood glucose increased to 650 mg/dl was considered as serious by company due to its medically significance. Information regarding corrective treatment was not provided. Outcome of the event incorrect dose administered was unknown while outcome of the events blood glucose increased and xerostomia was not recovered. Status of human insulin mix 70/30 therapy was ongoing. The patient was the operator of the reusable humapen savvio graphite device and her training status was not provided. The general reusable humapen savvio graphite device model duration of use was not provided and suspect reusable humapen savvio graphite device duration of use was approximately six years as it was started somewhere in 2014. The troubleshooting of the humapen savvio graphite device was not done because the she had humapen savvio graphite device from six years. The status of suspect reusable humapen savvio graphite device was unknown and the return of suspect reusable humapen savvio graphite device was expected. The initial reporting consumer did not consider the events related to human insulin mix 70/30 drug but considered the events related to humapen savvio graphite device. Edit 24jul2020: updated medwatch and (B)(6) for expedited device reporting. No new information added.